Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, while doing a lung resection, when the surgeon fired the handle, the reload started to cut and lay staples and then nothing came out or cut, at the same time the elbow of the shaft broke and tons of metal came out of the elbow. The surgeon said it was almost as if the drive mechanism was hitting resistance and the metal fatigued at the joint. There was trauma to the tissue due to clamp and the failure to fire or cut the damage was not permanent. A new handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photograph received from the account. Visual examination of the photo observed that the knife bar was herniated from the side of the reload with the jaws unclamped. Based on the evidence available the reported condition was confirmed. However, without the device being returned for evaluation the cause of the reported condition could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.